Event description:
A canadian customer tested his blood glucose and received a reading of 20.0 mmol/l (360 mg/dl) using his contour meter. He then took insulin. Fifteen minutes after taking insulin, he received a reading of 1.0 mmol/l (18 mg/dl), almost had a seizure and had to call paramedics. The customer was able to ingest some sugar with the help of a co-worker before paramedics arrived. Paramedics tested his glucose at 5.0 mmol/l (90 mg/dl). He did not receive treatment from paramedics. The customer did not have control, so troubleshooting was not possible. His test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.